Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device forceps elevator was found burnt. The root cause could not be identified. According to the investigation, it was presumed that this event occurred due to the forceps elevator area being exposed to high temperatures during the use of the device and endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burn on the scope forceps elevator. There was no report of patient involvement or user injury associated with this event.